Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 743 mg/dl. The customer was experiencing the following of nausea and abdominal pain. Customer was admitted to the hospital. The customer was treated with insulin through sub q. After the troubleshooting was done, customer was advised that the insulin pump is working as designed and may wear it with a new set change.